Event description:
It was reported that a patient underwent a "posterior tlif at l3-s1 spinal fusion using infuse. At an unknown time post-op, it was noted that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. It was reported that the patient developed severe injuries including but not limited to chronic pain, radiculitis, emotional distress, and mental anguish."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005, patient underwent ¿p¿ transforaminal lumbar interbody fusion. Preoperative, postoperative diagnosis: herniated disc/ degenerative disk disorder/ l3-s1 with stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.